Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead was admitted to the intensive care unit (ICU) for non-device related health reasons. While in the ICU the patient received three maximum energy shocks. The first two shocks did not convert the rhythm and it was not known if the third shock converted the rhythm as an external shock was delivered at about the same time. A gradual decrease in shock impedance and pace impedance measurements was noted. There was a concern the device was not functioning appropriately and a non-invasive programmed stimulation (nips) procedure was being planned for a later date.

Manufacturer narrative:
Records indicate this system remains in service. Should additional information become available this report will be updated.